Manufacturer narrative:
Concomitant medical products - model: 5076-45, lead; implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to a lead fracture. It was noted that there was a lead integrity alert triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sic (sensing integrity counter) and an alert was triggered for noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.